Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was evaluated by medtronic personnel. The evaluation found that a portion of the head frame was still in the exam and that the patient's cheeks were pushed to one side.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision of 7mm was observed in the ear canal of the patient. Precision was reported to be fine on the anterior anatomy of the patient. A second registration was performed without improvement. The patient was then taken to receive a computed tomography (CT) scan with fiducials to improve precision. The new image acquisition was unable to improve precision, where the new accuracy was found to be off by 4-5mm laterally. The site elected to not proceed with the procedure and completed the procedure at a later time with a separate navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site has used the navigation system since the reported issue without fault.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.